Event description:
It was reported that the patient had another bladder infection and was going to see her physician next friday. The patient had been increasing stimulation and therapy had been fine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v802321, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).